Event description:
It was reported that the device was explanted after an implant duration of approximately 176.57 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to tricuspid regurgitation. Per the operative report, the following was learned. "The tricuspid valve showed that the ring had dehisced along the septal leaflet. In addition, there was fibrosis and retraction of the cord at the septal anterior leaflet commissure that was causing retraction and regurgitation at this zone."

Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. The device has been discarded, therefore, is unavailable for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.